Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported no external power hazards over the weekend while on battery power. The patient was consistently on battery power for over a year despite understanding that this is not the recommended use. The patient had concerns that a pin in their black power lead connection was compromised. Upon interrogation it was noted that the patient's driveline had a complete separation of silicone at the driveline connection site. Log file review captured low power advisories but no external powers, there was no evidence of driveline conductor issue. Related manufacturer reference number for the driveline separation: 2916596-2022-00859.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged pin and a no external power alarm were not confirmed. The provided log file contained data spanning approximately 45 days (18dec2021 ¿ (B)(6) 2022 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events, including no external power alarms, were observed throughout the data. The system controller (serial number (B)(6) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.